Manufacturer narrative:
(B)(4) date sent: 2/22/2022 h2: additional information received: -the issue was discovered right after the application of the device. Another device was used to complete the procedure did this patient return to the hospital (after initial procedure was already completed) for reoperation due to leakage? -no or was surgeon able to control leakage during the initial procedure, and therefore no reoperation was required? -the surgeon had it under control. No reoccurence was seen. Upon review of the the additional information provided above, it was concluded that this event no longer meets the FDA defined criteria for an adverse event of serious injury and file is being downgraded to a malfunction. See corrected data in h11. H11=corrected data=h1; h6 h1: type of reportable event: MDR decision is now a malfunction. H6: health effect - clinical code: e2403 h6: health effect - impact code: f26 h6: medical device problem code: a25; a050704

Manufacturer narrative:
(B)(4). Video received and is pending review. When the review is completed, a supplemental medwatch will be sent with a summary of the evaluation. Additional information was requested, and the following was received: what was the initial procedure? / laparoscopic pouch surgery what anatomical structure were clips applied to? / cystic canal was there any twisting, torquing, or downward pressure placed on device during firing of clips? / no were there any clip malformations noted during initial procedure? / no did the patient have any medical condition or co-morbidity that could affect condition of tissue? / no what was the timeline of events (meaning how long after procedure was it before leakage was discovered)? / right after the application how was leak discovered/diagnosed (were any scans or studies performed)? During clipping, the tissue couldn't be cut due to the clips not holding the tissue. Because clipping couldn't be guaranteed, the prevention tried to happen before leakage what specific intervention or treatment was provided to patient? / another brand was used to complete the surgery what is the patient's current status? Are the complaint devices available to return for analysis? / yes was there an issue with all four of the er320 devices having clips fall off tissue during this initial procedure? / visual and mechanic functions didn't seem faulty. All features were controlled before using on the patient. If not, what was the specific issue for each of the four er320 devices reported on this complaint? / the clips not holding the tissue is the video of procedure available(and if so, please provide the video)? The comparison video with the mdt firm during the surgery is attached. In the video, the surgeon is first using the device of mdt firm and showing how he is applying clips. After 2 clips while saying "look how I clip, I can move the device however I want, and then clip", he switches to ees device and applies one clip. Then he easily removes the clip from the tissue and says "see? I didn't even forced the clip to come out" and them he uses the mdt device and applies another clip and tries to remove the clip and it doesn't come off. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Did this patient return to the hospital at a later time or date due to a leak (after the initial procedure had already been completed)? Or was the potential for a leak discovered during the initial procedure and another manufacturer's device was used in order to prevent a leak from occurring during this same initial procedure (therefore no re-hospitalization or re-operation was required)?

Manufacturer narrative:
(B)(4). Batch # unk. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed. Attempts are being made to obtain additional information and to retrieve the device. To date, no additional information has been received and no device has been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent: what was the initial procedure? What anatomical structure were clips applied to? Was there any twisting, torqueing, or downward pressure placed on device during firing of clips? Were there any clip malformations noted during initial procedure? Did the patient have any medical condition or co-morbidity that could affect condition of tissue? What was the timeline of events (meaning how long after procedure was it before leakage was discovered)? How was leak discovered/diagnosed (were any scans or studies performed)? What specific intervention or treatment was provided to patient? What is the patient's current status? What are the lot/batch number for the device of issue? Is the complaint device available to return for analysis? Was there an issue with the er320 device having clips fall off tissue during the initial procedure? If not, what was the specific issue for the er320 device? Is video of the procedure available (and if so, please provide the video)? If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure, the device didn't work. It seems it is applying decent clips in the operation area however when touched, the clips easily gets removed and fell down from the tissue they were combining. The patient returned to hospital due to leakage and intervention was required.